Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump did not alarm low battery alert prior to the prior to the off no power alert. Customer reported several change battery now. Troubleshoot was not performed. Customer also reported crack on the battery compartment insulin pump will be returning for analysis.

Manufacturer narrative:
Device received with operational currents within specific and passed self test and displacement test. No unexpected battery power loss alarms, replace battery now alarms or weak battery alarms noted during testing. Device received with cracked case on the back at the battery tube area and battery tube threads. Device received with stained and fading serial number label.